Event description:
Additional information added 27-mar-2024: the samples tested on 23-feb-2024 and 06-mar-2024 came from the same vial but the aliquots were different. An aliquot was made on 23-feb-2024 on the alinity mp. The other aliquot was taken manually on 06-mar-2024 following the control request made by the lab manager who diagnosed the patient with a lesion via the biopsy. The result from 23-feb-2024 was reported to the physician. There was a following the hpv check which turned out to be positive, the doctor requested an explanation. Recommendations are based on the presence or absence of hpv. In addition, the patient's care is different. Since the patient was reported as negative for hpv, the patient care was different compared to if she would have been reported as positive. The customer would not provide more explanation on the impact.

Manufacturer narrative:
B5 updated to include additional information provided by the customer regarding the sample and patient impact.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 392663 was performed. Following the alinity m hr hpv amp kit testing protocol, one (1) negative control (hpv neg ctrl) and one (1) tube of positive control (hpv pos ctrl) was run on the alinity m system. After the controls passed, a total of forty-six (46) test samples were analyzed. Analysis of the assay run results were within the lower specification limit (lsl) and the upper specification limit (usl). No false negative results were observed. Therefore, the file sample evaluation testing results did not verify customers observation. Customer data review review of the customer data demonstrated that the assay software and the alinity m hr hpv amp kit (list 09n15-090) lot 392663 are performing as expected. The amplification curves for the discrepant samples were normal and were interpreted according to the software's criteria. The amplification curves for the cellular control were sigmoidal and exhibited normal amplification which suggest that the pcr reaction was successful and efficient. The assay met specification requirements as no error codes or flags were displayed for the run controls. Therefore, a product deficiency could not be identified from this analysis. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 392663 (including components) did not identify any issues which could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 392663 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. A product deficiency was not identified by this review. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for lots 392663, 392585, and 392666. A product deficiency was not identified by this review. Complaint history review a lot specific complaint history review was performed to identify any similar complaint to the ticket being investigated, which reported discrepant results. The lot specific complaint history review identified no additional related complaints to the reported issue for the alinity m hr hpv amp kit (list 09n15-090) lot 392663. Complaint trending was completed. No new adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 392663 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported a false not detected result on the alinity m hpv assay. Sample ID (sid) (B)(6) was tested on the alinity m hpv assay on (B)(4) 2024 on alinity m instrument (list number [ln] 08n53-002, serial number [sn] (B)(6)), and the result was not detected. The same tube was retested on (B)(4) 2024 on the alinity m hpv assay on alinity m instrument (ln 08n53-002, sn (B)(6)), and the result was detected for other a. Cytology revealed atypical squamous cells of undetermined significance (ascus). A physician sent a vial for hpv and a vaginal biopsy of a patient being followed for low grade (according to 2021 priors), cin1 being confirmed by histology in 2023. Vaginal biopsy reveals a high-grade lesion (vain ii with koilocytosis) and p16 staining is positive on half the height of the abnormal squamous epithelium. Since hpv ultimately turned out to be detected, they performed cytology and noted the presence of ascus. Technical application specialist (tas) downloaded log file via abbottlink for analysis. Log file analysis revealed a flat curve on the 23-feb-2024. Tas also checked the curve on alinity 459, there was an amplification, cycle threshold (CT) 25.52, max ratio 0.102. There has been no report of impact to patient management.